Event description:
It was reported that the device was constantly overheating and shutting off. Water was noticed on the mainboard but no corrosion damaged. Adjusting temperature and alarm did resolve the issue. The device remained overheating on the lowest settings as if temperature controls were not responding. There was no injury or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.